Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and calcified left anterior descending artery. On the first inflation the 1.5x8mm apex flex monorail balloon ruptured at 11 atmospheres. The balloon was removed intact. The lesion was dilated with another of the same device and a taxus express2 stent was implanted to complete the procedure. The patient status is listed as good with no complications reported. This report is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.